Event description:
It was reported that about 2 months ago, person with diabetes experienced an infection at the infusion site and went to the ER for treatment. Stated it became a boil and was painful. ER prescribed antibiotic pills for 5 days. Patient stated it cleared up after that and has not had any further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.